Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of 2500 ohms, noise, and oversensing. It was noted that the rv pace impedances had been 2000 ohms at the implant of the patients device. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information received reported that the device was reprogrammed, and the patient would continue to be monitored. The patient was not rv pacemaker dependent at that time. The impedance measurements at implant were noted to be 1235 ohms, and successful defibrillation threshold (dft) testing was performed at implant as well. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of 2500 ohms, noise, and oversensing. It was noted that the rv pace impedances had been 2000 ohms at the implant of the patients device. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.